Event description:
It was reported patient experienced pain and frequent bruising around the ipg site. Patient turned off stimulation which helped resolve the issue. As a result, patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.